Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an external blood leak occurred at the beginning of a patient's hemodialysis (hd) treatment. The blood was observed leaking "from the dialyzer and down the dialysate line." The nurse overseeing the treatment realized the connector on the venous bloodline wasn't completely screwed onto the dialyzer port; the connection needed to be tightened. The leak appeared to be coming from this loose connection. The nurse tightened the connection and the leaking stopped. There was no damage noted on either device, the dialyzer or the bloodline. The machine did not alarm. After tightening the venous connection, the patient was able to continue and complete treatment on the same machine without further interruption. The patient's estimated blood loss (ebl) was approximately 50ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. Neither complaint device was available to be returned to the manufacturer for evaluation as both were discarded by the user facility.

Manufacturer narrative:
The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation, and the lot number of the suspect device was not provided. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A lot history review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. No information was found and no lots were identified during this review, which sought to identify the lot numbers for all bloodline tubing sets shipped to this account within the selected time frame. As the lot number was not identified by the user facility and since no lot information was identified during the ship history, a manufacturing review was not able to be performed. Follow-up information, provided by the complainant, confirmed that the incident was caused by the end user, as the venous line connection was not completely tightened by the medical professional overseeing the treatment. Moreover, no additional complaints have been received from this user facility to suggest an on-going product issue. Therefore, this complaint has been deemed not confirmed.